Event description:
It was reported during the middle cerebral stenting procedure, a vessel dissection occurred following angioplasty. The physician was unable to reach the target lesion to deploy the stent. "Stent was deployed successfully just not in the target location". In the physician's opinion, there was a "non product related vasospasm" during the procedure as well. The patient was reportedly still hospitalized for rehabilitation. No further information was provided.